Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while the physician was advancing a ruby coil through another manufacturer's microcatheter, the ruby coil became stuck. The physician removed the microcatheter and the ruby coil and noticed that the ruby coil pusher assembly broke off in the microcatheter. The procedure was completed using another manufacturer's coils and another manufacturer's microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.